Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer's blood glucose level was reported to be in the low 200s (mg/dl). The customer delivered a manual injection and the blood glucose levels were back in range. It was indicated that the customer had manual injections as alternate insulin therapy available.